Event description:
It was reported that in 2003, a perigee with intepro mesh device was implanted to treat, "stress urinary incontinence." "As a result of having this medical device implanted," the patient has allegedly experienced, "significant mental and physical pain and suffering and she has sustained permanent injury."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.